Event description:
It was reported one of the leads migrated and confirmed via imaging and unable to provide therapy. It is unknown which lead was at fault. As such, surgical intervention was undertaken, wherein the lead was replaced and therapy restored.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140359. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.